Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the new pump was set-up the carbohydrates setting was not turned on. This was not realized until after customer was back on the pump because customer's blood glucose level was in the 40s mg/dl. The customer consumed juice to address the low bg. Tandem customer technical support (cts) assisted the customer with successfully turning on carbohydrates setting. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).